Manufacturer narrative:
(B)(4). Additional manufacturer narrative; corrected data: the previously submitted MDR inadvertently lacked the UDI number of the suspect device for the event.

Event description:
It was reported that the vns patient underwent a lead replacement due to high impedance reported in the MFR. Report # 1644487-2015-05011. The replacement lead was implanted on the right vagus nerve. The existing generator was tested upon connection to the new lead and system diagnostics returned high impedance. The existing generator was explanted and a replacement generator was connected to the new lead. The new vns system was tested and system diagnostics returned impedance within normal limits. The explanted device has not been returned to the manufacturer to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.